Event description:
It was reported that device diagnostics resulted in high impedance. The device was disabled and the patient was referred to surgeon for consult. No x-rays were ordered as the physician wanted the surgeon to evaluate the patient first. The physician indicated that there was no trauma or patient manipulation; however, that the patient has been lifting weights recently. The patient has not noticed any changes. The physician indicated that device diagnostics performed in (B)(6) 2012 were "ok" and dc dc code 1. Clinic notes from (B)(6) 2013 indicate consult with surgeon for revision of lead and replacement of battery for malfunction of vns. An implant card was received on (B)(6) 2013 indicating that the generator and lead were explanted on (B)(6) 2013 due to lead discontinuity. Attempts to have the generator and lead returned to device manufacturer are underway; however, the devices have not been returned to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records for lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
All attempts for return of the explanted devices have been unsuccessful to date.